Event description:
It was reported that the device reached elective replacement indicator (eri) and premature battery depletion was suspected. The device is scheduled to be replaced. No patient complications have been reported as a result of this event.